Event description:
It was reported the pt (B)(6) experiences heating at the ipg site when recharging. The reported discomfort begins within a few moments of the recharging session. Several noninvasive recommendations were provided to the pt in an effort to resolve this issue. The pt is reportedly sensitive to the heating and is working closely with the physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.